Manufacturer narrative:
Should additional info become available regarding this event it will be re-evaluated and a follow-up report will be sent.

Event description:
Related to MFR report #2183959-2012-00905. On (B)(6) 2006, the plaintiff was implanted with an ams apogee with intepro graft. It was alleged by the plaintiff's attorney that the plaintiff, "suffered injury as a result of her implantation." It was also alleged that the plaintiff experienced mesh erosion, infection, chronic pain leading to the need for further surgery, mental anguish and diminished quality of life, and other such damages.